Event description:
The physician predilated the vessel with an 8f ascent fr4.0, septor wire and another co stent. Physician then went to post dilate with the catheter which got stuck on a plus wire. Physician had to pull out balloon catheter, wire and guide catheter. Physician went back down with the device and another catheter and wire and noticed a vessel dissection. Vessel dissection may have been caused by the device. The device was not seated and pulled out. The vessel was reported to be repaired with stent.